Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer's blood glucose level at the time of the report was 312 mg/dl; he treated his high blood glucose levels with manual injection. The customer had received multiple no delivery alarms from his insulin pump. The customer changed his insulin pump's battery as well as his unomedical insulin infusion set with the same result. Standard troubleshooting was performed. The insulin pump performed according to specification. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.